Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device serial/lot number and date of manufacture were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device did not run, the torque of the safety clutch was too low. When the device was disassembled, it was found that the driving shaft was ground off and the bevel wheel bush had broken teeth. It was further found that the device failed pre-test for check general function in the running mode and check function of the safety clutch. Therefore, the reported condition was confirmed. Service history record review result is not relevant to the current complaint and service process findings. The assignable root cause was determined to be due to normal wear.

Event description:
It was reported that during an open reduction internal fixation procedure for a distal femur fracture, it was observed that the radiolucent drive device, while being used with an unknown cutter device "spun out/idling". It was reported that to insert the screw proximally, an elliptical hole (ap direction) was drilled using the drive device. After insertion, when drilling a regular circular (ap direction) hold with the drive device, the cutter device interfered with the nail and spun out, becoming unusable. It was reported that the drive device was cooled with saline solution and the drilling was attempted again, but did not work properly, so the screws were then inserted by freehand drilling. It was reported that the surgery was successfully completed within 30 minutes delay. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, unknown cutter device, june 13, 2023. UDI: (B)(4).